Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "pre-op CT to 2d registration fails" for egps). The pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan and patient anatomy. A root cause could not be determined due to insufficient information. The software logs could not be obtained after multiple good faith attempts. Suggested troubleshooting measures for the user would be to try different shots and registration types, re-assign centroid positions, take more true ap and lat shots, and adjust brightness/contrast of the fluoroscopic images. The observed severity did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The case was an l2-4 llif with posterior fixation using creo mis and pre-op CT workflow using egps. The CT scan appeared to be to protocol but upon merging the ap and lateral views appeared oblique and a successful merge could not be obtained even with true shots. I am attaching case logs as well as a zipped folder of the CT scan so inr applications may review this scan for data. It came to my attention that the kernel value of the CT was b70 and this is not ideal for our protocol. The scanner was a siemens.